Event description:
It was reported that "throat light too dark, possibly cloudy optics". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the inspection the error description provided by the customer "throat light too dark, optics cloudy if necessary" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the user, which has impaired the light quality and image quality and thus rendered the product unusable. The event is filed under internal karl storz complaint ID: (B)(4).